Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Corrosion was discovered on the driveshaft and driveshaft bearings, and the bearings on the rotor were not turning smoothly. Corrosion is a probable cause of overheating.